Manufacturer narrative:
In initial report, product problem was not added. Product problem is provided in this follow up all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss reviewed the error logs and found a quantity of 2 of the same code-144- fluidics vacuum sensors disagree errors. The fss was unable to duplicate the error or the issue described by the account. The surgery center had discarded the tubing pack that was used during the event. Upon inspection of the machine, the fss found the fluidics module had an abundance of dry balance salt solution (bss). According to the event/error log, the tubing pack was never changed out after the initial 144 error. The dry bss found in the fluidic module may have been caused by not replacing the tubing pack after the initial error occurred. The dry bss caused the vacuum transducer and other sensors to give errors and was not working correctly during testing of the fluidics module. The fluidics module was replaced to the latest revision. Furthermore, during inspection the fss tested a diathermy cord accessory and found not working properly. An amo phaco specialist and an amo territory manager will work with the staff and surgeon to verify the settings are correct and adjust if required. The fse instructed the staff to save any tubing pack(s) if the error happens again. A field service checklist was performed. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
During a dense cataract extraction procedure, the surgery center reported the handpiece stopped working and an error displayed. An attempt to troubleshoot was made by replacing the handpiece accessory but found when using the second handpiece, the vacuum was not working. The procedure was completely using a backup unit. The surgery center stated when using the 2nd handpiece on the backup unit, the handpiece functionality was fine. There was a 3 to 5 minute delay of procedure. Through follow up, the surgeon indicated when the first handpiece was pulled out of the unit it became hot. The handpiece has been taken out of circulation. In addition, the surgeon reported a corneal wound and the surgeon proactively placed an unplanned suture on the wound to eliminate any leakage. The surgeon suspects the unit is the cause due to the 2nd handpiece worked fine on the back up unit. Patient outcome good.